Event description:
Reporter states that there are a lot of defective vacutube blood collection tubes being manufactured and distributed. Reporter states that each of the 4 times that either they or their spouse have been hospitalized during the past 10 years and have blood drawn that some of the vacutubes do not properly draw blood and are discarded. Reporter states that there should be better manufacturing controls on these devices and is concerned about the cost that is past along to the pt because of this waste.